Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument stopped firing correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the initial reporter: during the incident, the issue arose when the surgeon tried to fire the clip onto the vessel. The clip applier would not release the clip. This was the first use of the case, but not the instrument's first use overall. We tried again with a new pack of clips from a separate lot thinking the clips were the issue and the same issue arose with the application. The instrument should be on its way to you.